Event description:
The pt had two leads implanted with the same lot number. It was reported that the pt complained of pain in her ribs on the left side and a headache. It was also reported there was purulent drainage at the lead entry site when the physician removed the dressing. Prior to trial lead removal, x-ray showed the leads had migrated. The pt was satisfied with the stimulation during the trial and plans to proceed with the permanent scs sys. Post trial lead pull out, the pt continues to have pain at the lead entry site and a headache. The pt was treated with antibiotics and plans to f/u with her neurosurgeon at a later date.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.